Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event occurred in neonatal intensive care. Patient assumed to be infant, requested patent demographics however not provided. 5 ml syringe listed as concomitant.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the device does not correctly identify the bd ns prefilled syringe 5ml correctly, and misidentifying it as a 10ml syringe. Although requested there was no additional event details provided at this time. The customer was informed that this particular syringe is not compatible for use with the syringe module.